Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms. It was noted there was no noise or pacing inhibition. This ra lead was explanted and replaced. No additional adverse patient effects were reported.